Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and she was advised that her coils could not be located. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, excessive rashes, excessive hair loss, dental problems, pain during intercourse, and chronic fatigue. She stated that she never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2013, surgery was done to remove essure and her physician informed her that her coils were broken in two places. Follow-up received on 06-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information, the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented an increasingly severe chronic pain. Two years later, surgery was done to remove essure and her physician informed her that her coils were broken in two places. These events are seen as pelvic pain and device breakage. Pelvic pain is anticipated in the reference safety information for essure, while breakage is anticipated per technical analysis. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality between the reported event and essure use cannot be excluded. Moreover, device breakage may occur mostly during difficult insertions. Although in this case the circumstances of this event were not informed, given its nature per se, causal relationship with essure cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic infection ("infection (other) describe: pelvic"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("essure coils were broken in two places"), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and chest pain ("chest pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, pelvic infection, autoimmune disorder, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, rash, alopecia, tooth disorder, dyspareunia, fatigue, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, abdominal pain upper, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, nervous system disorder, vaginal discharge, eye disorder and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, chest pain, device breakage, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic infection, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: hormone level abnormal, vaginal haemorrhage, allergy to metals, urinary tract infection, female sexual dysfunction, pelvic infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, vaginal discharge, eye disorder, abdominal pain, chest pain, abdominal pain upper, device ineffective were added. Reporter, patient demographic information, product stop date updated. Product lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain"), device breakage ("essure coils were broken in two places/essure device broke during removal"), pelvic infection ("infection (other) describe: pelvic"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's concurrent conditions included overweight, ovarian cyst, hypertension, gestational diabetes and uterine fibroids. Concomitant products included colecalciferol (vitamin d), eugynon (lo/ovral) since (B)(6) 2011, hydrochlorothiazide, hydrochlorothiazide (hydrodiuril), labetalol, medroxyprogesterone (depo provera) since (B)(6) 2011 and prenatal vitamins. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems/vision/eye problems type: vision got significantly worse"), chest pain ("chest pain"), menstruation irregular ("hormonal changes describe: cycle not being regular"), hot flush ("hot flashes"), vitamin d abnormal ("vitamin d"), cyst ("cyst all over my body"), tremor ("neurological conditions or problems type: hand tremor") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, pelvic infection, autoimmune disorder, pelvic discomfort, menorrhagia, back pain, abdominal distension, rash, tooth disorder, dyspareunia, fatigue, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, abdominal pain upper, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, nervous system disorder, vaginal discharge, eye disorder, chest pain, menstruation irregular, hot flush, vitamin d abnormal, cyst and tremor outcome was unknown and the abdominal pain, alopecia, headache and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, chest pain, cyst, device breakage, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic infection, pelvic pain, rash, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- hormonal changes describe: cycle not being regular, hot flashes, vitamin d, neurological conditions or problems type: hand tremors, weight gain were added. On 6-jun-2018: medical record received: reporter information added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain"), device breakage ("essure coils were broken in two places/essure device broke during removal"), pelvic infection ("infection (other) describe: pelvic"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube". The patient's concurrent conditions included overweight, ovarian cyst, hypertension, gestational diabetes and uterine fibroids. Concomitant products included colecalciferol (vitamin d), eugynon (lo/ovral) since (B)(6) 2011, hydrochlorothiazide, hydrochlorothiazide (hydrodiuril), labetalol, medroxyprogesterone (depo provera) since (B)(6) 2011 and prenatal vitamins. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), nervous system disorder ("neurological conditions or problems"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems/vision/eye problems type: vision got significantly worse"), chest pain ("chest pain"), menstruation irregular ("hormonal changes describe: cycle not being regular"), hot flush ("hot flashes"), vitamin d abnormal ("vitamin d"), cyst ("cyst all over my body"), tremor ("neurological conditions or problems type: hand tremor") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, pelvic infection, autoimmune disorder, pelvic discomfort, menorrhagia, back pain, abdominal distension, rash, tooth disorder, dyspareunia, fatigue, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, abdominal pain upper, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, nervous system disorder, vaginal discharge, eye disorder, chest pain, menstruation irregular, hot flush, vitamin d abnormal, cyst and tremor outcome was unknown and the abdominal pain, alopecia, headache and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, chest pain, cyst, device breakage, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic infection, pelvic pain, rash, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs